Manufacturer narrative:
(B)(4). The balance middleweight guide wire mentioned is being filed under a separate manufacturer report number. Evaluation summary: the stent delivery systems (sds) was returned for analysis, the reported the difficulty to position the device could not be replicated in a testing environment due to the returned condition of the device. Difficult to remove was confirmed with other observations. Based on a visual/dimensional/functional/ analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficult to remove or difficult to position the sds with the guidewire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement of the 4.0 x 15 mm xience xpedition stent delivery system, resistance was met with the balance middleweight guide wire. An attempt to remove the stent delivery system was made; however, the guide wire kinked. Both devices were removed as a single unit. A second guide wire and stent delivery system were then used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.